Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, a corroded battery tube and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 368 mg/dl. The customer had treated with a bolus. The drive support cap appeared normal and recessed. The insulin pump was not exposed to a strong magnetic field. Two motor error alarms were noted in the history. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.